Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had an increase in seizures. The event was assessed by the managing physician to be possibly related to vns stimulation. The event is reported to be moderate in severity and has resolved. No other relevant information has been received to date.

Event description:
Further information was received indicating that patient experienced another seizure and was hospitalized for four days. The issue is reported recovered/resolved. Four days following the patient's discharge from the hospital, the patient was admitted to the hospital again for abdominal pain and vomiting, both issues have reportedly recovered/resolved. The seizure, abdominal pain, and vomiting were all assessed as not related to vns surgery unknown if related to vns therapy. System diagnostics are reported within normal limits with unreported values. No other relevant information has been received to date.